Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had rpm below specification, and very little power, the bearings were stiff and the coupling toolside locking was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor and bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had rpm below specification.&#2057;t was noted in the service order that the device had very little power, bearings were stiff, coupling toolside locking was worn and the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.